Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
In error the product was selected and placed for left side intubation. After intubation the doctor realized the product selected was intended for right side intubation. The patient was extubated and the correct device was then placed.